Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2366500; model: sc-2366-50; serial: (B)(4); batch: 7073003.

Event description:
It was reported that the patient was experiencing an intermittent discomfort and felt swelling around the lead in the back of the head. The patient was placed on cipro.